Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and diagnostic imaging examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that the lead was bent at the connector region which is consistent with implant procedure. The reported events of increased pacing lead impedance, high capture threshold and loss of capture were not confirmed while the reported event of a bent lead was confirmed.

Event description:
During follow-up, increased impedance, capture threshold and loss of capture were observed on the right ventricular (rv) lead due to the lead bent behind the device in the pocket. The issue was resolved by explanting and replacing the rv lead during device replacement due to normal eri. The patient was in stable condition and experienced no adverse health consequences.